Event description:
The manufacturer received information alleging the screen is black and displayed service required message. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's screen was black and displayed a service required message. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint of a black screen could not be duplicated. The service required code observed in the downloaded event log would not cause the device to malfunction or not to deliver therapy as designed.